Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the lift would raise but not lower and pushing the emergency down button made the lift go up.